Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The sentrant sheath returned with a dilator loaded. With the dilator loaded in the sheath a 0.035-inch guidewire was inserted via the tip of the dilator and advanced with no resistance noted. The dilator was removed from the sheath with no abnormal resistance noted. The sheath and dilator were flushed with no irregularities noted. The guidewire was inserted via the seal housing and advanced with no resistance experienced. The catheter seal, slit seal and guidewire seal were removed and inspected. Damage was present to the guidewire seal. The reported ¿difficult to insert¿ cannot be confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used during a evar procedure.. During the index procedure it was reported that when inserting the sheath into the body through the guidewire, friction and obscuration was felt when passing the guidewire. However flushing was possible the physician decided to discard the sheath and use another sheath. As per the physician the cause could not be determined. No additional clinical sequelae was reported and the patient is fine.